Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The complaint indicates that the patient's mother reported taking off sensor and not seeing sensor wire...based on visual inspection, testing concluded that the sensor wire with (B)(4) is missing from the sensor pod and seal carrier. The problem is confirmed because the sensor wire with (B)(4) was missing from the sensor pod and seal carrier. Because the sensor wire is missing, it is considered detached.

Manufacturer narrative:
(B)(4). The reported inaccuracies is being reported under MFR number 3004753838-2017-75781.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient's mother reported that the sensor was not giving accurate readings since the warm-up period and due to the discrepancy between the continuous glucose monitor (cgm) and the finger sticks, she removed the sensor pod with the transmitter in place. It was indicated that upon removal of the sensor, the patient's mom did not see the sensor wire attached to the sensor pod or the patient's skin and could not find it. The patient's mother stated that the sensor site was red. The patient was seen by a doctor. The date of the doctor visit is unknown. An x-ray was performed and the result of the x-ray image showed the sensor wire. The doctor stated that the sensor wire was just below the skin surface and was able to pluck out the entire sensor wire. The patient's mother stated that the redness at the sensor insertion site had increased since the removal of the sensor wire and that the doctor had recommended that she monitor the site. There was no medication prescribed for the issue. No additional patient or event information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.